Event description:
Home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 1/2 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected the transfer set from the pt line of the homechoice set during a dwell cycle and did not reconnect in time for the drain cycle to follow. When hp returned, the cycler was alarming. In an endeavor to clear the alarm, hp reconnected the transfer set to the pt line of the homechoice set. Tsc assisted hp's spouse in ending therapy early and advised them to contact hp's rn regarding the incident. Per rn, hp was given prophylactic antibiotics as a result of this incident.